Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v565966, implanted: (B)(6) 2010. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a worsening or exacerbation of a preexisting condition of uti (urinary tract infection). The patient¿s symptoms were noted as burning with urination, urinary frequency, right flank pain, and burning in the vagina. Intervention included macrobid 100 mg bid x 7 days. The patient outcome was reported as resolved without sequelae.